Event description:
The report from the field indicated that during a pci procedure, the stent was pulled off of the balloon/sds proximal to the target lesion and was deployed. The target lesion was the mid right coronary artery (rca).